Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of an underinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Flow was readily observed at the luer upon sample receipt. An accuracy flow test was performed on the unit for 20 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate = 3.87 ml/hr; normalized flow rate = 3.97 ml/hr; specification range = 3.60 ? 4.40 ml/hr. The folfuser produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that a folfuser had no flow during patient use. The device was filled with a 99-ml solution of trabectedin and saline. The device was connected to the patient on (B)(6) 2011; after 24 hours, approximately 40 ml remained in the folfuser. This report implies a 61% underinfusion. Infusion flow rate less than 70% of expected rate could lead to a serious injury. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.